Event description:
It was reported that the patient received an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr), and the right ventricular (rv) lead exhibited t-wave oversensing (twos) following the shock, but the device was able to recognize and withhold further treatment. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.